Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist and the user facility report that four days after the implant, the patient developed decreased flows despite increasing blood pressure. The patient was returned to surgery for suspected inflow graft obstruction and the inflow conduit was replaced. The echo showed an improvement in the amount of flow to the cannula instantaneously after the replacement of the inflow conduit. Post explant exam revealed that the graft had collapsed into the lumen of the ventricular cannula resulting in a significant reduction in flows. Potential contributors may have been the expansion of the coseal within the flexible portion of the ventricular graft and/or very high flow requirements associated with large patient size. The patient is ongoing with the lvad and no further issues have been reported. Patient admitted to the hospital on (B)(6) 2009 for placement of balloon pump and elective ventricular assist device placement scheduled for (B)(6) 2009. Recent hospital admission on (B)(6) 2009 with symptoms of low output. Hemodynamic finding were suggestive of volume depletion which responded to withdrawal of medications. Patient was short of breath with anything, the most mild exertion. Left vad placed (B)(6) 2009. First post operative day developed fever of 101.1f and leukocytosis. On (B)(6) 2009 patient developed decreased flows despite increasing blood pressure. Patient returned to surgery on (B)(6) 2009 for suspected heart mate ii inflow graft obstruction. Echo during surgery showed an improvement in the amount of flow to the cannula instantaneously. Post explant exam revealed that the dacron graft had collapsed into the lumen of the ventricular cannula resulting in a significant reduction in flows. Potential contributors may have been the expansion of the coseal within the flexible portion of the ventricular graft and/or very high flow requirements associated with large patient size.

Manufacturer narrative:
The lvad is currently supporting the patient. The manufacturer is attempting to acquire the inflow conduit for evaluation; however, the inflow conduit is being held in risk management at the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Additional information from the user facility report: event date: (B)(6) 2009. MFR aware date: (B)(4) 2009. Brand name: heartmate ii inflow conduit. Catalog #: 102564. Lot #: 83576. Implant date: (B)(6) 2009. Device available for eval?: yes. (B)(6). Date user facility/importer became aware: (B)(6) 2009. Date of report: (B)(4) 2009. Device age: 4 days. Report sent to MFR: (B)(4) 2009.